Event description:
Healthcare professional reported "intracapsular and extracapsular rupture", "granuloma", and "lymph nodes" diagnosed via ultrasound. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture , granuloma and lymph nodes. Continued e1 phone number: (B)(6).